Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced retention difficulties with the external coil. The patient underwent revisions surgery (date not reported) to thin the skip flap. Subsequently, the patient experienced necrosis of skin flap tissue, which was treated with a second revision surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to thin the skip flap on (B)(6) 2012. (B)(4).